Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was not confirmed; however, the reported event of atypical rsoc voltages was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 19 hours (01aug2021 at 18:22:38 ¿ 02aug2021 at 13:19:51 per time stamp). While connected to battery power, the rsoc voltage atypically fluctuated despite the batteries not being disconnected and reconnected. While connected to the mobile power unit (mpu), the rsoc voltage occasionally was captured at lower than the expected ~12v, with voltages captured at ~11.8v. These atypical voltage fluctuations did not cause any alarms to activate. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information on if the connect power alarms resolved and how, as well as if the system controller would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had many connect to power alarms while using a new set of clips. These alarms were not seen under interrogation. A review of the log file revealed abnormal (rsoc) voltage readings from the white cable during battery and mobile power unit (mpu) usage. This type of data can be caused by a worn controller lead. There was a plan for the patient to undergo a controller exchange and to send additional data for review.